Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited inhibition of pacing while the patient was wearing a holter monitor. The physician suspects noise of a unknown source. All measurements are within normal range, and no noise noted during maneuvers/isometrics. X-ray images showed normal device and lead positioning. The device remains implanted. The physician will monitor the patient closely. No adverse patient effects were reported. New information was received that a technical service (ts) consultant reviewed device data, confirming pacing inhibition resulting in asystole. Ts recommended to discuss electromagnetic interference (emi) interferences with the patient. Ts provided recommendations on performing lead integrity testing, isometric / maneuvers, and check pacing thresholds and pacing settings. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited inhibition of pacing while the patient was wearing a holter monitor. The physician suspects noise of a unknown source. All measurements are within normal range, and no noise noted during maneuvers/isometrics. X-ray images showed normal device and lead positioning. The device remains implanted. The physician will monitor the patient closely. A technical service (ts) consultant reviewed device data, confirming pacing inhibition resulting in asystole. Ts recommended to discuss electromagnetic interference (emi) interferences with the patient. Ts provided recommendations on performing lead integrity testing, isometric / maneuvers, and check pacing thresholds and pacing settings. The device remains implanted. No adverse patient effects were reported. New information was received, during a follow up appointment. The physician reported that this patient suffers from parkinson's disease, which probably caused the inhibition during muscle stiffness or tremors. The patient underwent several maneuvers, moving patient's left arm up and down and keeping him all contracted an episode of inhibition was observed during the follow up, with an amplitude of myopotential signal about 0,62 mv. According to physician's decision, the agc floor was set from 0,6 to 0,8 mv. The patient now is wearing a holter monitor again, to see if inhibition episodes may occur again after changing the agc floor parameter. The device remains implanted. No adverse patient effects were reported.